Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and the customer settings were recorded. The unit is placed on extended testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high tidal volume, disc/sensor and would not stop alarming on the lap top ventilator 1200. The customer reported there was no patient involvement associated with the reported event.